Event description:
On (B)(6) 2015 I went in for a hernia repair. The surgeon implanted a covidien symbotex patch lot number pob0322x. In august of that same year the patch failed. I was sitting in a chair, and then suddenly it felt like a rubberband snapped inside my stomach. I have had 2 revision surgeries to this date to correct the problem. The patch is still inside me as the surgeon was unable to locate it during both revision surgeries.